Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 29aug2019. The product support engineer (pse) informed the customer the primary alarms are on the front of the unit and the backup alarm is installed on the cpu brd. The pse provided the customer the pn and price for the cpu software rev he had. The pse informed them that if they replace the cpu to note the sn. Install the cpu and write the units hours and sn to the cpu. They will also need the sn of the new cpu brd. After that they will need to call us and get the options codes. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Unit is giving an 1104 error code. The backup alarm on the central processing unit (cpu) has failed. The customer reported there was no patient involvement.